Event description:
It was reported that the temperature exceeds the set point on the radiofrequency (rf) ablation generator. Although the heat was adjusted to 50-60 degrees, the temperature rose to 70 degrees and device turned itself off. During use, the generator was alarming and shutting down the ablation when the catheter tip was buried in tissue and raising temperature at the tip. The device was returned to the manufacturer for analysis purposes. It was further reported that a cardiac tamponade was identified after the procedure. The physician suspected that the tamponade was related to the ablation generator as no transseptal procedure was done. The tamponade was treated with echo effusion and the patient was kept under observation in the intensive care unit for 5 to 6 hours with dobutamine and serum infusion and then was discharged from hospital. Patient outcome was ok.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Product event summary: visual inspection of the generator found no damage. The generator underwent a series of functional tests and the unit performed properly. The unit was connected to a known good catheter. Several ablations were run in saline and confirmed that the temperature was stable and reading accurately. A subsequent test was conducted that simulated an ablation performed when a catheter tip was buried in tissue which recreated the ¿temperature exceeded¿ set point error. A final ablation was performed with the catheter tip steady on the tissue with no errors displayed. The likely cause of the reported error was that the catheter tip was buried in tissue when the power was on. The system is designed with a pid controller (proportional-integral-derivative) that ramps quickly to reach target temperature. Depending on generator settings and patient conditions (e.g. Tip of the catheter in low flow, bouncing or buried in tissue), it is possible that the target temperature is exceeded at which time the pid controller will reduce the delivered power to reduce the temperature. In extreme conditions such as a buried tip, if the temperature exceeds the target temperature +8°c, the generator by design will terminate the ablation. In this case, it appears that the target temperature was set to 60°c and the generator appropriately terminated the ablation when it measured a temperature above 68°c. Cardiac tamponade is a known potential surgical complication listed in the instructions for use. (B)(4).